Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of march 2026. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received a 'hi' message (reading>400 mg/dl) on the adc device and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms of hypoglycemia and self-treated with candy, fruit, simple sugars, and extra energy tablets. The customer subsequently obtained a reading of 80 mg/dl on an unspecified meter. There was no report of death or permanent impairment associated with this event.